Manufacturer narrative:
Multiple attempts have been made on 25oct2025, 06nov2025, and 20nov2025 to try to obtain further case information regarding functional testing and whether the device has been returned to service, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the ventilator restarted itself and then resumed cycling breaths. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service for evaluation. The customer called technical support to report that the ventilator restarted itself and then resumed cycling breaths. The biomedical engineer (bme) confirmed that the device had software version 2.30 and found that the 1101 "ventilator restarted due to anomalies detected during operation" and 3007 "software exception" errors were logged in the event log. The remote service engineer (rse) informed the customer that the v60 service manual notes that no action is required if the 1101 error code occurs in conjunction with the 3007 error code. The rse also advised that the customer can reload the software as a precaution if desired. The customer informed the rse that no other problems were noted. Functional testing will be performed, after which the device will be returned to service. This investigation is ongoing.